Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. All the buttons functioned properly and no moisture damage on keypad traces noted. Insulin pump's keypad connector was fully locked. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.